Event description:
A customer reported they observed low anion gaps on their au480 analyser. The customer stated they believed this was caused by erratic sodium and chloride results. The customer stated these results were not reported outside of the lab and that there was no change to patient treatment. The customer stated they had observed 3 patients that showed negative anion gaps which upon repeat were shown to be normal. The following documents the chronology of the results: patient 1: original anion gap of 3 repeated at 12 mmol/l. Patient 2: original anion gap of -2 repeated at 8 mmol/l. Patient 3: original anion gap of 0 repeated at 8 mmol/l.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determine that the system contained a malfunctioning reference valve. The fse replaced the reference valve with a new valve part # b37620 and no further issues were observed.